Event description:
Sales consultant reported during a trochanteric fixation nail procedure, the 130deg. Aiming arm attachment nut would not hold the blade guide sleeve tight. At the conclusion of the procedure, after the nail had been successfully implanted, the blade guide sleeve and the buttress compression nut were stuck together and could not be separated. The surgeon was able to complete the surgery successfully. This report is on the buttress/compression nut. This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Date of birth: 1947. Device is an instrument and is not implanted/explanted. Without a lot number the device history records could not be reviewed. The device was returned and the investigation is ongoing. Placeholder.